Event description:
It was reported that tip detachment occurred. The target lesion was located in the right coronary artery. During the procedure and while the 3.5mm x 12mm quantum maverick balloon catheter was outside the patient, it was noted that the tip of the balloon was fractured. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There were numerous kinks throughout the device. The device was not separated.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the right coronary artery. During the procedure and while the 3.5mm x 12mm quantum maverick balloon catheter was outside the patient, it was noted that the tip of the balloon was fractured. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.